Event description:
The dr claims that two weeks after the initial implant, the graft was punctured (for the first time) with an 18 gauge needle. It took three hrs of hand pressure to stop the bleeding of the puncture site. Although the quantity of blood that leaked from the puncture site is unk, the dr did not consider it to be excessive. The graft was left in the pt. The pt is doing well.